Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted when the patient received a heart transplant. Upon reciept, engineering calculations determined this device did not meet expected longevity predictions.